Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced high and low blood glucose. Blood glucose was below 41 mg/dl, 42 mg/dl, 62 mg/dl, 352 mg/dl and over 600 mg/dl which was treated with food for low blood glucose and with bolus for high blood glucose. Customer stated that insulin pump had hardware low level failures alarm. Customer also stated that insulin pump had low battery issue. Insulin pump will not be returned for analysis.